Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated a titan was implanted on (B)(6) 2017 and revised on (B)(6) 2017 due to "the prosthesis was filled with difficulty because of the hardness of the pump to the touch it did not allow the liquid to flow into the cylinders of the cavernous bodies" and "mechanical malfunctioning of the pump."